Event description:
Patient reported that imaging reports showed "that there was a leak". Additionally, healthcare professional reported, via pfn, the event of rupture. This record relates to the right side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that imaging reports showed "that there was a leak." Additionally, healthcare professional reported, via pfn, the event of rupture. This record relates to the right side device. The device remains implanted.